Manufacturer narrative:
Investigation summary: it was indicated that the device was available for return, however the device has not been received; therefore, a technical analysis of the complaint device could not be completed. Boston scientific has made three attempts to retrieve the device however no response was received; the device is not expected to be returned; therefore, a technical analysis of the complaint device could not be completed. Device history review: could not be performed as no specific device information was provided and historical lots for the facility were not available. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the versacross' risk documentation was completed and confirmed that the event of a cancelled procedure was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause not established device problem as the cause of the reported issue cannot be determined due to lack of evidence. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that during a pulse field ablation (pfa) procedure, a versacross rf wire was selected for use. During the procedure, an attempt was made to puncture the septum using the faradrive sheath and the versacross rf wire. After dropping down into the right atrium and advancing to the foramen ovale, puncture was performed with the guidewire. Unfortunately, the puncture did not occur on the septum. It was then ruled out by means of transesophageal echocardiography (tee) that the wire landed in the aorta. The lock was pulled out and the procedure was cancelled. The device is expected to be returned for laboratory analysis.